Event description:
As reported, in 2008, this pt was implanted with gore excluder aaa endoprostheses. After deployment of a contralateral leg component, imaging demonstrated the contralateral was deployed outside of the gate. The physician attempted to reposition the device without success. A retroperitoneal cut down was performed and only the contralateral leg component was removed. The pt tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted. The device unintentionally deployed outside the contraleg ring.